Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced and diabetic ketoacidosis and was subsequently hospitalized. Reportedly, the cause is related to customer not correcting for bg level, however, this could not be confirmed. Tandem technical support made multiple follow up attempts; however, no response received.